Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. Additionally, it was reported that the cartridge was leaking. Customer¿s blood glucose was high but customer declined to trouble shoot for the adverse event. Reportedly, a new cartridge was filled and loaded successfully.